Manufacturer narrative:
(B)(4). Additional information: batch # n5347k. The analysis found that the psee60a device was received in good visual condition and with an ecr60d cartridge reload present; it was noted to be fully fired. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon had fired the device several times and it had worked well. At the end of the procedure, the surgeon was firing with a gold reload on the stomach and was crossing over an existing staple line. When he closed down on the tissue, the "tissue was not thick tissue and the device closed nicely." The staples didn't form well and there were some staples that were goal-post in shape. There was some bleeding noted. The surgeon stated that he could not identify three good staple lines on the patient side so rinsed off the area and suctioned it. He oversewed the staple line to control the bleeding. The surgeon was not using buttressing during the case. No additional device was needed to complete the case. There were no patient consequences reported.